Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles of larger than soda bubble size. The customer¿s blood glucose level was 162 mg/dl, 200 mg/dl to 300 mg/dl, 294 mg/dl and 216 mg/dl. The customer had high blood glucose level due to air bubbles. The reservoir will not be returned for analysis.